Event description:
Implant loss, no thread tap used, primary stability was achieved, implant achieved osseointegration, implant was completely covered by bone, maybe overheating of bone, infection, pain, swelling, fistula, abscess, inflammation.